Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and noise. Boston scientific technical services (ts) discussed the lead may have pulled back and recommended a chest x-ray to assess lead position. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced with an epicardial lead due to the previously reported dislodgement. High pacing thresholds were also noted at the time of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An x-ray confirmed the lead had pulled back and was in the coronary sinus. The patient was scheduled for additional follow-up at a later date. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.